Manufacturer narrative:
The unit did not have a battery installed when received. Unit passed the displacement test, rewind, basic occlusion test, self test and error test. The stop (idle) current and run current measurement tests are within specification. Unit also passed off no power alarm test and the dat test at 0.08750 inches. Unit was unable to prime during prime test. Unable to determine root cause of the prime anomaly due to pump preservation. Unable to perform the occlusion test and excessive no delivery test due to prime anomaly. Unit had minor/deep scratched display window, scratched reservoir tube window, cracked reservoir tube lip, scratched case and a stained end cap sticker. Data analysis: there is no data available due to the unit did not have a battery installed when received.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2017. The cause of death was respiratory failure and chronic lung disease per the death certificate and a serious infection of bed sores and sores on the feet. The caller stated that the customer had other illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The caller is unsure if the customer was wearing the insulin pump at the time of death. The customer was not using sensors. The customer got amputated due to the sores even after surgery. The caller agreed to return the insulin pump for analysis. Pump was unable to prime during prime/a33 test.

Manufacturer narrative:
The initial report or supplemental report had the incorrect aware date. The correct aware date is may 02, 2018.